Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the falsely depressed result is unknown. However, the account has noted occcasional low qc recoveries immediately after replacing the integrated multisensor component, standard a fluid. The dimension exl operator's guide calls for thorough priming of the fluid after replacement. A siemens healthcare support center representative educated the customer on adequate priming and the need to run qc immediately after each installation of a standard a fluid unit. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl instrument. The result was not reported to the physician. The sample was repeated and a higher result was obtained and reported.. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed result. There was no report of adverse health consequences as a result of the falsely depressed result.